Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was no longer working and was not getting the therapy. The patient underwent an explant procedure.